Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that when the customer opened a new box of cartridges, a patient line was separated from one cartridge. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.